Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that around the end of (B)(6) 2017, they were having pain and met with a manufacturing representative to have their settings changed. The patient stated that since having their settings changed, their pain has been helped, but their battery charge drains quicker. They noted that they are having trouble keeping it charged because it keeps draining, and they are always trying to keep the charge up. The patient also mentioned that they are having trouble maintaining coupling, and keeping the coupling boxes filled in. They stated that they will be charging for hours, but cannot get the battery to 100%. The patient added that they cannot recharge all day long. They stated that when they went to bed the battery was at 50%, and in the morning the battery was empty. The patient¿s manufacturing representative advised the patient to order adhesive discs. The patient was to continue working with their manufacturing representative and healthcare provider for further assistance. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were sent adhesive discs, which work great to keep their recharger in place. They noted they were able to charge the battery to full in a short period of time. They stated that their issues have been resolved, and they are able to charge much quicker. They noted they charge when the battery gets to 50%. No further complications were reported.